Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ¿ paroxysmal ablation procedure with a varipulse¿ bi-directional catheter and the patient experienced a stroke which required prolonged hospitalization. The report indicated that after the pulsed field ablation (pfa) procedure, the patient suffered a stroke. It was discovered the same day, hours after the procedure, the patient was admitted to a patient hospital room after the event. The patient was having trouble lifting their left arm. A magnetic resonance imaging (MRI) revealed that they had a stroke. It is unknown if any intervention was performed. The patient status was stable at the time of reporting, still in-hospital and recovering. The patient's activated clotting times (act) were "out of range high" during the procedure, and the patient had multiple co-morbidities (including biventricular implantable cardioverter defibrillator (bi-v ICD)). The devices used were varipulse catheter; decanav catheter; ge soundstar eco catheter; qdot micro catheter (used to radiofrequency (rf) ablate cavotricuspid isthmus (cti) line); all catheters were unavailable. Ngen rf generator, trupulse pfa generator, and carto 3 system.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ¿ paroxysmal ablation procedure with a varipulse¿ bi-directional catheter and the patient experienced a stroke which required prolonged hospitalization. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. An internal corrective action is being followed to investigate neurovascular events with varipulse¿ catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The instructions for use (ifus) are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).